Event description:
It was reported that customer was hospitalized for 3 days last (B)(6) 2014 due to high blood glucose. Customer stated that she travels a lot and she thinks that she did not store the insulin correctly. Customer's blood glucose was 500 plus mg/dl. Customer stated that she kept giving bolus but it would not come down so she ended up in the hospital. Customer was treated with manual injections at the hospital. Customer was wearing the insulin pump at the time of the hospitalization. The customer still using the insulin pump and was told to use manual injection when she gets high blood glucose again. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.